Event description:
The customer reported that the heartstart xl power knob does not work correctly. There is no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.